Event description:
It was reported by the rep the device was used during a breast biopsy. It was reported the clip was placed without difficulty. No resistance was felt and no other out of the ordinary events occurred. When the clip catheter was removed, it was noticed the metal end of the applier was gone. Post stereo films and post mammogram confirmed the end piece had been left in the pt.